Event description:
It was reported that during ventilatory therapy, the patient showed asynchrony and was unstable under conventional ventilation modes. The facility therefore decided to change the mode of ventilation to niv nava (non invasive ventilation neurally adjusted ventilatory assist). An edi-catheter was inserted using a ng tube fixation length of 15.5 cm. Positioning adjustments were made and the final fixation length was at 16 cm. The xray that was taken showed that the edi catheter was almost at the bottom of the stomach, but it could not be determined whether it had pieced the stomach wall. Two days after the insertion, air leakage into the stomach was noticed. The patient was immediately intubated due to bradycardia and unstable oxygenation. During the two days, niv nava was functioning well and the edi-catheter fixing varied at 15.5 cm -16.5 according to the hospital due to movement. The air leakage in the abdomen caused by the gastric perforation was removed with a drainage tube. The perforation of the gastric closed eventually over time. The final patient outcome was no injury. Ref-ot # (B)(4). Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was the perforation and air leak. Niv nava (non invasive ventilation neurally adjusted ventilatory assist) ventilation functioned well therefore no parts were faulty and the investigation is to determine how the gastric perforation occurred. The investigation therefore is an evaluation of all the received information. Position adjustment using positioning window was done to correctly align the edi catheter position for good edi signal. Final adjustment position was at 16 cm and fixation was done. A follow-up chest x-ray was done and it showed the tip of the edi-catheter was almost at the bottom of stomach. Ventilation with nava was started. On (B)(6) 2022 in the morning the doctor observed that there was slighter abdominal floating than before so a follow-up x-ray was done at 16 hrs . All along it is said that niv nava was functioning well with fixings lengths at 15.5 -16 cm. The varying fixation length according to the customer was done due to movement causing position shifting. A drainage tube was inserted and air was evacuated. Conclusions: the chosen edi catheter size was correct the insertion procedure was correct. The insertion length was not calculated by using the nex measurement as recommended but it was chosen according to hospital ng tube reference length. This seem not to have had any impact on the end-result position although the push down using the positioning window of 1 cm to position it correctly may suggest that the nex calculation would have been more accurate. The x-ray picture after the initial insertion shows the edi-catheter near the stomach wall bottom but shows no pressing down of stomach wall. The x-ray picture after 2 days shows the tip of the edi-catheter in a sunk stomach wall which most probably is the reported perforation. The gastric perforation occurred after the initial insertion of the edi-catheter. The information from the hospital stated that the insertion length varied between 15.5 -16 cm. This variation is attributed to adjustments prompted by the patient movement. It most probable that the perforation occurred during any of these adjustments because the edi catheter tip was already near the stomach wall. The noticing of the stomach bloating after two days indicate that the perforation happened long after the initial insertion and most probably not very long before it was noticed.